Event description:
It was reported that cartridge alarm occurred repeatedly and prevented successful loading, even after new cartridge was inserted using proper technique. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy, received instructions on storage mode and returning pump, and was provided replacement pump with updated software and guidance to reprogram pump settings and reconnect continuous glucose monitor.